Manufacturer narrative:
Additional manufacture narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. The reporter stated that during the evening of 2008, the pt's blood glucose began running low. He had a snack then bloused insulin. One hour later he was still low. He had 2 cookies and some juice. At 3:30am the next day, he was at 5mmol/l, he had more cookies and juice. At 7:15am the pt had a blood glucose of 4.1mmol/l he was giving glucagon and transported to the hospital. At the hospital he was observed and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence. The reporter agreed to secure more product training for the user.